Manufacturer narrative:
Corrected data/additional data: additional details received states that there was no issue suspected with the lens and the patient was doing good at the time of discharge. Also, h6: health effect: impact code: was inadvertently coded in the initial MDR submitted as 4625. When it should not have been coded anyway. Moreover, surgeon details were provided. As a result the following fields have been updated: section e1: corrected data: first/ given name: richard j. Section e1: corrected data: last name: mukool. Section e2: corrected data: health professional: yes. Section e3: corrected data: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. Device evaluated by MFR: the device was not returned for analysis as the lens is not available for return. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text : lens not available for return.

Event description:
It was reported that a zlb00 model intraocular lens(iol) was explanted from patient's right eye due to refractive error. Incision was enlarged to explant lens from patient's eye but no vitrectomy was done. This event was observed during post operative examination. There was also no delay in treatment. It was stated that suspect product is not available for return. No further information available.